Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board, power management board, and the cpu were replaced to resolve the reported issue. Patient information could not be obtained due to country privacy laws. Unique device identifier - (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital "reporterd" that the unit stopped ventilating while in use on a patient. There was no report of patient injury.